Event description:
States the quality is defective - states he has gone to through approx 30 test strips and they all read that he is not given enough blood. Test blood sugars 5 times daily. Diagnosis for use: diabetes. Therapy date: 2012.